Event description:
It was reported the customer was unable to upload to carelink. The customer reported receiving an error message stating the carelink was unable to communicate with the insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump passed self test. No error or alarms occurred; however, displayable history check failed on startup alarm found in the alarm history file due to corrupted history file. Pump unable to download to the carelink software due to displayable history check failed on startup alarm alarms in alarm history screen. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.